Event description:
It was reported the patient underwent an ambicor penile prosthesis (app) replacement surgery because there was a leak in the device. The app failed to fully inflate as a result. The source of the leak was not identified. The existing app was explanted and replaced with an inflatable penile prosthesis (ipp). The patient was healing and reported to be doing well after the procedure. The explanted app is expected to be returned. A supplemental report will be filed upon completion of the product analysis.